Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and has had bent cannulas. The customer's blood glucose reading was over 600 mg/dl at the time of incident. Troubleshooting was done for high blood glucose and found that the pump was operating as designed. Customer was advised to monitor the pump and to call back for further assistance if necessary.